Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date explanted - between september 10, 1996 and october 19, 2015 this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04624 / 04625).

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 1996. During the procedure, a femoral nail and three screws were implanted in the left leg to correct a fracture. Subsequently, patient underwent a procedure to remove the screws on an unknown date between september 10, 1996 and october 19, 2015. Subsequently, patient underwent another procedure on (B)(6) 2015. During the procedure, the nail and proximal screw were removed to allow for proper insertion of a hip prosthesis.